Manufacturer narrative:
(B)(4). Batch # unknown. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. The following information was requested, but unavailable: how was the device removed from the patient (i.e. Grey anvil release button, knife reverse switch, manual override lever, device jaws forced open, device cut from tissue, etc.)? Did the jaws of the device eventually open?

Event description:
It was reported that during an unknown lung procedure, pcee60a would not fire after being clamped onto the lung tissue. Stapler would not open to be removed from lung tissue. This required a second same time stapler to be used to complete the procedure. All attempts to unlock or release stapler failed. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Batch # t5a67m. Additional information received: ethicon 60 pcee60a device would not fire after being clamped onto the lung tissue. The stapler would not open after being fired. All measures to open the stapler failed. Repositioning, battery and manual release lever failed. The surgeon was unable to release the stapler from tissue. A 2nd stapler line application with a new stapler was necessary to safely remove 1st stapler. The device was cut from the tissue, the jaws never opened. The sales representative was contacted immediately following the case. The vendor representative arrived on site and reviewed all steps when stapler will not release with staff. Device analysis: the analysis found that one pcee60a device was returned with no apparent damage and with the manual override door out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. An ecr45g cartridge reload was received unfired and loaded in the device. The bailout system was reset and then, it was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. It should be noted that a 60mm device is designed to work only with 60mm cartridges, for further loading instructions please refer to the echelon flex 60 powered IFU. The device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.